Event description:
A physician reported the patient received an injection of restylane injectable gel (injectable dermal filler) to the oral commissures in 2008. Medical history and concomitant medications were not provided. Two days later, the patient experienced numbness (injection site anaesthesia) in the left oral commissure corner of the mouth. No treatment was rendered. A the time of this report the event was ongoing. The physician's opinion of causality was related. The lot number and expiration dates were not provided.

Manufacturer narrative:
.